Event description:
The patient reported that his blood glucose had risen to over 250 mg/dl. Due to sweat, the pod adhesive had separated completely from the patient's abdomen, causing the cannula to dislodge. At the time of the event, the pod had been worn less than one hour. To treat the issue, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.